Manufacturer narrative:
Qn# (B)(4). The customer returned one loose clip from 544243 hemolok l clips 3/cart 42/box for investigation. The clip cartridge was not returned. The returned clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was returned with the hook broken off and one of the hook-side bosses damaged. The broken hook is an indication of a mis-molding issue near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken hook is an indication of a mis-molding issue near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broken during use" was confirmed based upon the sample received. One loose clip was returned with the hook broken off. The broken hook is an indication of a mis-molding issue near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the clip was broken during ligation of the blood vessel, 3 clips occurred same issue, 1 cartridge consists of 3 clips. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800428 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was broken during ligation of the blood vessel, 3 clips occurred same issue, 1 cartridge consists of 3 clips. The patient's condition was reported as fine.